Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced loss of therapy due to high impedances on l3 lead. As such, surgical intervention took place on 24 aug 2023 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was restored post op.